Event description:
Rrt discovered "suction control valve" failed. No spring response on push button when depressed - thereafter suction control valve stayed in on position which resulted in a portion of tidal volume delivered to suction canister rather than pt. If event had not been resolved quickly by rt, it would have resulted in inadequate ventilation & inadequate oxygenation in an already significantly compromised pt. The product has a safety feature where you turn and lock the valve in an off position where the valve can not be depressed. The floor nurse was unable to distinguish between a defective device vs a device in the lock position due to the fact that in both cases, the valve cannot be depressed. Pt maintained adequate saturation during event.